Manufacturer narrative:
The returned product was inspected under magnification. Under magnification the batch number of ribloc low profile guide assembly was confirmed. On the guide, the rlpg adjustment screw was fractured at an angle starting near where the screw head is nestled into the rlpg body and angling down towards the back of the guide. There are some scratches on the surfaces of the guide but not the other, no other observable signs of significant wear were noted. The fracture surfaces appears to be brittle, with a uniform dull, rough texture suggesting that this was a single overloading event rather than a series of fatiguing events. It is possible that the guide was overloaded during removal, however, no definitive conclusion can be made. Based on the investigation detailed above, no corrective action is warranted. Quality will continue to monitor for trends.

Event description:
It was reported that the surgeon had finished putting the plate in the patient, when removing the low-profile primary guides from the plate, a small metal fragment broke off. The primary guide and broken metal fragments removed from patient and procedure completed without issue.

Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.